Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening post deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. Post deployment it was noted the clip opened more to approximately 15 degrees. The procedural result was satisfactory, and the mr was reduced to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and a cause for the reported clip opening while locked could not be determined. There is no indication of product issue with respect to manufacture, design or labeling. The provided images and videos were reviewed by an abbott clinical research and development staff engineer. The reviewer stated ¿ultimately, a clip arm angle change post deployment cannot be determined or confirmed based on visual evaluation of the fluoro cine, as there is no apparent or gross opening of the clip post deployment. Similarly, the six echo videos were reviewed in which video pre and post deployment were taken. Due to the quality of the echo videos (magnified and granular), a clip arm angle change post deployment cannot be confirmed or determined.